Manufacturer narrative:
Device has been returned for eval, but the eval is not complete at this time. When the eval is complete, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion the nurse did not activate the safety feature of the device prior to withdrawing the needle from the pt's indwelling port. The device was not placed into the safe mode and the nurse was stuck by the exposed needle. The clinician is believed to be receiving medical treatment consistent with blood exposure.